Manufacturer narrative:
Follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report he device is indicating the ECG lead cables are missing. There was no reported adverse patient impact.

Event description:
The customer called into philips to report he device is indicating the ECG lead cables are missing. Further information was provided that the ECG connector was damaged. There was no reported adverse patient impact.